Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had received an open book image on the insulin pump screen. The customer's blood glucose level was 156 mg/dl. The customer was assisted in troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. She was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) on the lcd screen. After further examination of the unit¿s interior, electrical board shows signs of previous moisture presence and corrosion around the battery connectors, and on the back of the lcd screen. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received with a vertical crack in the battery threads located above the left belt clip rail. The battery compartment is heavily corroded.